Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
During a performance survey the user facility reported to terumo cardiovascular that they stop using the atlas positioner because it frequently tears the epicardium making it difficult to fix the bleeding. No other information about the nature of the event was provided.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 9, 2020. Upon further investigation of the reported event, the following: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes). H6 (identification of evaluation codes 4114, 3221, 4315). Method code #1: 14114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issues. A root cause cannot be determine as the lot number and device were not returned.. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.